Event description:
It was reported that there was a filing difficulty where it was not possible to fill the pump completely. The pump was filled with 32 ml instead of 40 ml at the precedent filling. It was noted that the ¿drain was okay¿. It was also noted at that time that another refill was planned. It was further reported that the medication in the pump was compounded baclofen. It was noted that the center would try to fill the pump with another healthcare provider (hcp) on (B)(6) 2014. No troubleshooting was performed. The patient was ¿okay¿ but came to the center more often due to the impossibility to fill the pump with 40 ml. It was stated that ¿explant is perhaps occurred¿, but was again stated that the next refill would be on (B)(6) 2014.

Manufacturer narrative:
(B)(4).